Event description:
A 3.5 mm diameter by 12 mm length driver stent delivery system was inserted for treatment of a lesion located in the mid right coronary artery. Uknonwn if pre-dilatation was performed. Vessel tortuosity is unknown. The lesion was severely calcified. It was reported that the physician first attempted another MFR's stent and it dislodged. The physician deployed the cypher stent proximally to the lesion site. When the physician then attempted to deliver the driver stent, it was not possible to cross the lesion. It was reported that while the physician pulled the undeployed stent back into the guide catheter, the stent hit the edge of the cathter and dislodged from the balloon. There was no attempt to retrieve the undeployed stent from the pt. The patient was sent for bypass surgery. No additional sequelae were reported and the patient is reported to be fine.